Event description:
It was reported that this right ventricular lead exhibited noise and oversensing, which led to the device delivering inappropriate anti-tachycardia pacing (atp) in two different episodes. Additionally, a sudden drop in the amplitude was observed as well as the pacing and shock impedance measurements. Lastly the shock impedance measurements were found to be high out of range. Reprograming of the device and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.